Event description:
A caller reported experiencing an alarm 2 followed by an alarm 26, indicating a potential occlusion issue. However, it was unknown whether this caused the customer's blood glucose level to exceed a critical threshold, as the caller declined to provide that information. Technical support instructed the caller to disconnect the tubing, tighten the t:lock, and perform a specific procedure to address the issue. Although the blockage did not recur, indicating it was likely at the infusion site, the customer declined to remove the site to confirm if the cannula was compromised. Consequently, technical support could not determine the cause of the occlusion, but the customer resumed insulin administration. There was no reported adverse impact to the customer¿s blood glucose level.